Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming with a, smiths medical, cadd medication cassette. It was reported the cassette would not connect to the pump and did not read an error message. The end user discarded the cassette and used a new prefilled cassette. The complaint form indicated no injury, and no lot number was available. No adverse patient effects were reported. No additional information is available at this time